Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was not charging the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer replaced the cable to resolve the issue.